Event description:
It was reported that black specs were seen coming from the remb sag saw during the cleaning process. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the nose housing assembly was found to be corroded. The presence of corrosion in the nose housing assembly suggests that there may have been fluid inside the device at some point.